Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 24.7 cm. Visual inspection of the lead found damage consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. The partial lead was shorted due to coil and insulation damage located at the proximal region. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can was found at 19.1 cm to 19.2 cm from the connector pin.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08362, related manufacturer reference number: 2938836-2020-08363. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.